Event description:
The physician was attempting to place a neuron 053 into the pt when it broke. Only half of the catheter was retrieved out of the pt. Pt outcome was unk.

Manufacturer narrative:
Technical eval: the device is in 2 separated pieces connected by the internal winding wire. The proximal portion shows a break 85cm from the hub/shaft joint. The distal portion is 22cm in length and appears to be complete. Conclusion: the incident is confirmed but not as reported. Based on the connected internal wire when the device was returned to us, our measurements of the returned pieces and our observation of their condition, the incident report statement that "only 1/2 of catheter was retrieved out of pt.", is mistaken. The break appears to have happened at the thick material transition.